Event description:
It was reported that during a lap nephrectomy procedure, a demo surgery was first use. Gen11/error code instrument failure identification. Branch at the top was broken. 'Difficult use, patient very adipose and giant renal tumor.' Long surgery and the enseal worked faultless till the end of the surgery. Assistance by hand to resolve the kidney from the pin. During the last biss the tissue was prepared by finger and should cut through with enseal. Tissue was grasped, sealed and cut, but the branch couldn´t open. After control it showed that the above branch was chipped. The surgery was finished with this last biss. No consequences for the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The instrument was received with the top jaw damaged. The damage prevented the opening and closing of the jaw. Because of the returned condition of the upper jaw we were not able to test the instrument with the generator fully. We could not confirm that an error screen was given. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws/I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Was the device on a vessel/artery when it would not open? No. If cut off, did this cause a change in the plan of care for the patient? No. Did the removal cause any damage to the vessel/artery? No. (It was during mobilizing the kidney, he could do it with the fingers, so there was no damage. Is this an experienced or relatively new enseal user? Total new user, it was the first case with this surgeon using enseal. What tissue was in the jaws when it device was removed/cut out from the tissue? Mobilizing the upper pole of the kidney of the abdominal wall (mostly fat) was the tissue thick, dense and fibrous? No. Approximately how many times had the fired the instrument? I have not counted, it was a very difficult case over 3 hours. Were they trying to advance the I-blade quickly? Yes and no, during mobilizing with less vascular tissue fast, but on risky tissue very slow. How far did the I-beam travel down the jaws? (None, 1/4, half way, all the way) 3/4 where staplers or clips used in the procedure? Stapels and clips. Did the patient have prior surgeries (possibility of staple jamming the jaw)? No information. Was the device in the locked or unlocked position prior to using the device on the stuck tissue? No information. Was any force applied to the handle/lever prior to removing the device? He tried to open the device but it stuck. Did the generator give a replace, fault, complete or control light? Replace device, a failure occurred. After the case, and prying the device open was the device opened and closed? Still closed (how you can see). Was the device active with the generator? Yes. Was energy being applied when transecting? Yes.